Event description:
The customer reported that a spark happened where the covidien wire joins with the stroz resectoscope. No pt injury or ill-effects. The initial evaluation of the incident cord found ot to fail hipot testing.

Manufacturer narrative:
(B)(4). The device was received and initial evaluation of the incident cord found it to fail hipot testing. Further investigation found the complaint mode of a melted/burned cord was confirmed. The arcing/sparking failures observed on this product were probably due to poor contact to contact impedance. The root cause for the failure cannot be determined. There were no indications the failure was due to a mfg or materials defect.